Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal (tm) tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time. The patient also indicated that they are a candidate for revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the pegs had been cut off, there was micks on the baseplate, and the bone cement was on the underside of the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. This information does not change the previous investigation conclusions. The root cause is a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item name: nexgen articular surface cr right 10mm, item number: 42522000510, lot: 62401225. Item name: nexgen trabecular metal cr femur, item number: 42502206202, lot: 62467479. Item name: nexgen trabecular metal primay patella, item number: 00587806532, lot: 62483037. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.